Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (500 mcg/ml at 80 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump had a motor stall that never recovered on (B)(6) 2021 according to the pump logs, and the logs showed that there were 9 motor stalls between 2021-04-24 and 2021-08-10. The patient's pain returned with their critical alarm sounding. The patient resides in a nursing home and was unable to seek immediate assistance. The patient also had to find a new managing physician to do the replacement. There were no external factors that contributed to the motor stalls. The company representative (rep) connected with the tablet and verified the motor stalls and downloaded the event logs. The patient had a full replacement surgery occur on (B)(6) 2021 and the event was resolved. The pump will be returned for analysis but the catheter was discarded. The patient's weight was (B)(6) pounds and their medical history was unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Product analysis #704639588:analysis information -- 2021-11-11 09:04:39 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. H3: destructive analysis identified residue and wearing in the motor gear train. Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.